Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to lead discontinuity. The lead impedance with the new vns system was marked as ok (1567 ohms). It was reported that the explanted devices were discarded by the explanting facility and will not be returned for analysis.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013, it was reported that high lead impedance was observed on the device in the office. The patient was referred for a vns replacement. The patient was seen on (B)(6) 2013 and the device was tested again. High impedance was seen on several diagnostic tests with lead impedance ranging from 9506 ohms to 9548 ohms. The patient fell 2-3 times over the last 6-8 weeks. Attempts have been made for additional information, but they have been unsuccessful. Surgery is likely, but has not occurred to date.